Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet ran out of insulin in the cartridge while they were away from home, resulting in an inability to perform a supply change, and they did not have backup therapy available; blood glucose was 389 mg/dl and no alerts or alarms were reported. Symptoms included hyperglycemia without reported physical complaints. Outcomes included a missed dose due to the therapy interruption. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and a usage problem tied to an improper procedure, as the event was not associated with any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.